Manufacturer narrative:
Concomitant medical product: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the programmer battery compartment was difficult to open and when able to get it off the consumer reported that it was hanging by one side. The patient had complications from implant surgery. The consumer was asked but did not clarify the details. The patient was in the hospital following implant and then rehab until they went home in february. The patient had problems with their hands and it bothered their neck. These were related to the system as the stimulator was supposed to help this but had not. It was noted that the patient was still getting used to the stimulator and it was new to them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) on (B)(6) 2019 reported that the patient had last been seen on their foll ow-up from surgery. They were retaining drainage and required a wound exploration/removal on (B)(6) 2018. No further complications were reported.